Manufacturer narrative:
(B)(4) this follow-up report is being submitted to relay additional information. Updated: b4, b5, d4, d10, g4, h2, h3, h6 reported event was confirmed by visual examination of the device. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Visual review of the device confirms the shell inserter threads fractured. Fractured remains from the impactor are in the shell threaded hole. Strike plate shows signs of impaction use. No other damage was noted. Device has an approximate field age of 6 months and it is unknown how many times this device was used. Although a definitive root cause cannot be determined, the threaded bolt tip fracture is likely a result of an accumulation of fatigue effects from repetitive cyclical loading. This fracture occurs most frequently when the inserter is paired with continuum or trilogy it shells that have titanium threads. Material properties confirm the titanium threads of the shells will yield before the stainless steel threads however after multiple uses of the instrument with new shells, the stainless steel threads of the inserter will yield due to accumulative fatigue effects. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the impactor broke while implanting the shell. Threads broke off in the shell. The shell was pulled out and a new one with a new impactor was implanted. No additional information is available.